Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the emergency room after receiving two 'shocks.' Interrogation of the s-ICD did not reveal any current shock episodes having occurred. Device data was sent for review to technical services (ts), who actually confirmed the s-ICD had delivered two inappropriate shocks, and a magnet was detected soon after. Magnet application terminated the episode and prevented storage to the s-ICD's memory. Ts advised the field to inquire whether the magnet application is intentional or not and consider requesting the patient to avoid them as in this case it might interfere with expected device behavior. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.